Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive occurred. There were three instances on different dates. Confirmatory testing was performed using gram stains and subculture plates. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: did you notice a difference in the sensor of any of the false positives? Increase in bubbles. Were gram stains done on all the bottles and came back with no organisms seen? Yes. Was there any growth on any of the subculture plates from the false positive bottles? No. Can you please confirm the dates the bottles went positive below? Accession number (B)(4), (B)(6) 2021; accession number (B)(4), (B)(6) 2021; accession number (B)(4), (B)(6) 2021. Can you please provide the time to positivity for each of the bottles? Accession number (B)(4) 00;03:23; accession number (B)(4), tip 05;08:11 bottle placed back into instrument. Resulted by instrument. Accession number (B)(4), tip 05;05:24 bottle placed back into instrument. Resulted by instrument. What is the set protocol length for your 442021 bottles? Is it 5 days? 5 days. Customer problem: customer reporting 3 false positive 442021 bottles from lot 1146365. Bottles came from serial numbers (B)(4). Customer reporting 3 false positive 442021 bactec bottles from lot 1146365.

Manufacturer narrative:
H.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log file review: the 4 false positives were caused by low voltages. Very low voltages (approximately less than 0.15v) cause positives in anaerobic media. Its recommended an fse evaluate the racks and leds of the instruments. H3 other text : see h.10.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive occurred. There were three instances on different dates. Confirmatory testing was performed using gram stains and subculture plates. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: did you notice a difference in the sensor of any of the false positives? Increase in bubbles. Were gram stains done on all the bottles and came back with no organisms seen? Yes was there any growth on any of the subculture plates from the false positive bottles? No. Can you please confirm the dates the bottles went positive below? 1 ¿ accession number 3036 oct/13/2021. 2 ¿ accession number 3030 oct/17/2021. 3 - accession number 3131 oct/22/2021. Can you please provide the time to positivity for each of the bottles? 1 accession number 3036 00;03:23. 2 accession number 3040 tip 05;08:11 bottle placed back into instrument. Resulted by instrument. 3 accession number 3131 tip 05;05:24 bottle placed back into instrument. Resulted by instrument. What is the set protocol length for your 442021 bottles? Is it 5 days? 5 days.. Customer problem: customer reporting 3 false positive 442021 bottles from lot 1146365. Bottles came from serial numbers ft0245 and fb1452. Customer reporting 3 false positive 442021 bactec bottles from lot 1146365.